Event description:
It was reported that patient presented for device check. It was noted that right ventricular (rv) lead exhibited failure to capture. The lead was explanted and replaced with new lead. Patient condition was stable.